Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
It was reported that after closing the pocket, the pulse generator went into backup vvi operation. The device was explanted and replaced.